Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine checkup. Upon interrogation, the right ventricular lead exhibited undersensing, and high capture threshold. It was suspected the lead had dislodged. The lead was reprogrammed successfully.